Event description:
Status post bilateral breast implantation possible right ruptured implant. Desires removal w/out replacement. Right implant w/total volume of plus 500 cc (320 gel/40nacl) at implantation right breast increased size, neither implant ruptured (no gel rupture.)